Manufacturer narrative:
Other, other text: a picture of the device was received for evaluation. During the evaluation the customer reported condition was not confirmed. Per picture attached, no "leakage" condition can be observed. It is unable to confirm the failure mode reported. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during use of this smiths medical cadd administration sets, the patient experienced leaking from the inline filter. It was reported that leaks occurred from the dimple in the inline filter according to the father and the nurses. Blincyto was the drug being infused using a 48-hour bag and the rate was 5 ml/hour. No patient injury reported.